Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. However, unit failed sleep current measurement and longtrace displays charge/battery lasts less than expected due to corroded battery tube and corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.